Manufacturer narrative:
No reported patient involvement. Date of event is unknown. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported that medical reprocessing staff (sterile processing) noticed that the handles of five small hexagonal screwdrivers with holding sleeves were all badly worn out. There was no reported patient involvement when the issues were identified. This report is for one (1) small hexagonal screwdriver with holding sleeve. This is report 3 of 5 for (B)(4).